Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "we had a chemo spill, which led to a splash and exposure to an employee. The employee opened the vent located on the top of the drip chamber which ended up popping off completely. Chemotherapy then started to leak out of the vent hole onto the employees hand and arm.".